Manufacturer narrative:
It was reported that when pulling out the "feeder and reversing it to use the other end, it would not feed through the distal lumen". The reporter states, "port had to be cut and clamped because it was stuck- cut to remove guidewire". As a result, another central line needed to be placed. The sample is not available for return. Therefore, a root cause cannot be established. The reporter states, the patient has since died. No further information is available at this time. Due to the nature of the incident, medical intervention, and in abundance of caution, this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that when pulling out the "feeder and reversing it to use the other end, it would not feed through the distal lumen". As a result another central line needed to be placed.